Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-05753. Surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05752. It was reported that the patient experienced ineffective stimulation due to both leads migrating. Surgical intervention may be undertaken at a later date to address the issue.